Event description:
Additional information received: a. Was there any surgical delay related to the event? -negative, there was no surgical delay b. Can you please provide the part number and lot number of the reported device? -negative. Only etchings or markings to be found on the johnson & johnson p.f.c. Cup were "jnj 48x28." Furthermore, initial implantion was so long ago, legacy (and probably depuy) dont have a patient or implant record. C- was there any allegation against the other hip construct except the cup? -negative. The srom stem was well fixed and in good version. Personally, the stem was commendable for not failing, spinning, loosening, or any other complications due to so many years of the cup being unstable. D. Can you please provide the original implantation date? -negative. According to her op notes, it was done "some time more than 20 years ago."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: b5, h6 health effect - clinical code.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had been suffering from chronic severe hip pain resulting in being wheelchair-bound for few years. Patient is considered morbidly obese (bmi of 61 at date of revision) and mobility was already limited. Upon examination and xray, the surgeon determined that the cup had failed and infection was possible at this point and recommended revision. During surgery, a jnjpfc cup (only marking was ¿jnj 48x28) was removed with only the surgeons fingers, showing very minimal signs of any biological fixation. The medial wall was near perforated by the cup and a superior cavity/defect was present in the acetabulum. The srom stem was in good version and well fixed, requiring no action. There was loosening of the jnj pfc cup at the non cemented interface. No further action needed. Doi: unknown. Dor: (B)(6) 2024. Affected side: right hip.